Event description:
Report received of a partial tubing separation. It was reported that pt was receiving a 16 hour home infusion of tpn via single-lumen mediport. The tubing was pre-primed with no problems. The patient had connected the tubing, and at some point within the 16 hour infusion, pt noted that the tubing was leaking and partially separated at the distal end of the cassette "as if there was insufficient glue". There was no bleed back or blood loss reported. There was no significant delay in therapy. The patient disconnected the line and the tubing set was changed. The infusion resumed with no further problems. There was no reported adverse patient effects. Additional information was requested but no further information was provided.